Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The patient was brought in for further evaluation. The impedances were found to be greater than 125 ohms. Troubleshooting was performed and the alert limit was increased. At this time, the lead remains in service. No adverse patient effects were reported.